Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. The customer did not find any problem with the system check. The customer performed patient crossover study on dimension platforms, which was acceptable. The customer did not obtain any additional discordant result. The cause of the discordant, falsely elevated ltni result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension instrument and on the same instrument, resulting lower. The lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.

Manufacturer narrative:
The initial MDR was filed on 21-may-2018. The first supplemental MDR 2517506-2018-00351_s1 was filed on 25-may-2018. Additional information (29-may-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that initial and repeat results were produced from the same reagent cartridge well using the primary tube mode on the analyzer. No other sample was reported to have the same issue. The hsc specialist could not rule out the sample specific issue such as fibrin or clotting.

Manufacturer narrative:
The initial MDR 2517506-2018-00351 was filed on 21-may-2018. Corrected information (21-may-2018): the initial MDR indicates the discordant result was obtained on a dimension exl 200. The correct device name is dimension exl with lm. Sections b5, d1, d4, and g5 have been updated with this information.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension instrument and on the same instrument, resulting lower. The lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.